Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the sheath and on the I beam, consistent with the reported use. The tip was intact. The outer sheath was located 11.5 cm proximal to the distal marker band. There was slight scrape and peeling on the outer sheath at the very distal end of the sheath. There was a light scratch proximal to the scrape for a length of 1 cm. There was no other peeling noted. This slight scrape and peeling may be the result of interaction with the lesion or associated devices during use. The slider on the handle was in an unlocked position, consistent with the reported deployment of the stent. There was no other damage noted to the sess. During functional testing, the thumbwheel would not turn any further. The handle was opened to reveal that the rack was in the proximal end of the handle. This is consistent with the handle being unlocked and the thumbwheel being fully rotated and the stent being deployed. All the internal components were in the correct position. There are several factors that can contribute to inaccurate stent delivery including, but not limited to, the outer jacket separation from handle, slack in the shaft, tortuous anatomy, damaged shaft, or outer jacket not located inside the introducer sheath. To ensure this is not a manufacturing deficiency, there are many in process controls including 100% inspection of the outer jacket attachment to the handle and 100% visual inspection for shaft damage. The inaccurate delivery appears to be the result of the sheath being held tightly causing the stent to move forward and become implanted distal to the target lesion site. As a result of the inaccurate delivery, a second absolute pro stent was deployed at the target site to complete the procedure. The absolute pro instructions for use (IFU) states: if inaccuracy is observed during initial deployment (prior to stent apposing duct wall), then the delivery system position can be adjusted to achieve desired accuracy. If necessary, prior to the stent starting to deploy, the system (including the stent) can then be removed together with the introducer sheath or guiding catheter as a single unit. Ensure that the delivery system markers do not move during deployment. If delivery system markers are observed moving distally, pull back using the catheter shaft to maintain delivery system marker position. Additionally, it was reported that the absolute pro was used to treat the iliac artery. It should be noted that the indications for use listed in the IFU state: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use caused or contributed to the reported difficulty. Destructive testing such as testing the deployment force and verifying stent placement met specification. A conclusive cause for the scratch/peeling noted to the distal outer sheath could not be determined. The inaccurate delivery appears to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. In addition, the lot release testing results were reviewed and this lot met all release criteria. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) - incorrect anatomy and failure to follow steps/instructions for usethe device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the right iliac artery, the 6.0 x 40 mm absolute pro was advanced to the target lesion. An attempt was made to deploy the stent; however, as the stent was being deployed, the tech held the sheath tightly and the stent moved forward and was implanted distal to the target lesion site. After removal of the stent system, the inside of the stent system sheath appeared to be peeling. A second absolute pro stent was deployed at the target site to complete the procedure. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.